Manufacturer narrative:
Unique identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years and 1 month. The patient remains ongoing with the lvad support. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that during a clinic visit on (B)(6) 2017, device interrogation revealed multiple low speed operations. The patient¿s driveline had rescue tape along the entire length. The patient was provided an ungrounded power module patient cable for use while on power module support. No clinical symptoms were reported. The manufacturer¿s technical services representative reviewed the submitted log file which contained five (5) days of captured data and observed multiple intermittent low speed operations that only appeared to have occurred while the vad system was connected to a power module. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed approximately 3.5 inches from the exit site. No additional information was provided.

Manufacturer narrative:
The reported low speed events were confirmed via the submitted system controller log files; however, a specific cause for these events could not be conclusively determined through the evaluation of the returned portion of driveline. A distal end driveline repair was performed by a technical services representative on 12/15/2017. The approximately 21 inch segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for high-potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Following the repair, no immediate alarms were reported; however, the patient was placed on an ungrounded cable as a precaution. The patient remains ongoing on vad support with no further related issues reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.